Event description:
On an unknown date, the patient was treated for an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis. On (B)(6) 2015, a suspected proximal type I endoleak was identified on the trunk-ipsilateral leg component (pxt261412/7177649). On (B)(6) 2015, follow-up imaging reportedly identify a suspected type I endoleak and a type 2 endoleak on the trunk. It was reported no aneurysm enlargement was identified. An aortic extender component pla260300 was implanted proximally to the trunk-ipsilateral leg component. It was reported no intervention has been performed on the type ii endoleak as no enlargement has been identified. The proximal type I endoleak was resolved. The physician will continue to monitor the patient.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Patients medication¿s: aspirin, losartan, tramadol, amlodipine, nifedinie, polyethlene glycol, and pantoprazole.